Event description:
Information was received from the patient receiving intrathecal fentanyl, dilaudid (hydromorphone), and bupivacaine via an implantable pump for non-malignant pain. The patient stated they kept having problems with the equipment and it was driving them crazy. Patient stated sometimes it would connect right away and other times it fails to connect and goes through all this and starts going all over the place before it would let them connect. Patient stated that they would get no pump found inconsistently. Patient stated that they would get stuck at 90% lag also. Agent walked patient through resetting the handset and communicator. Patient was able to connect to the pump and bolus. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh9020tdd serial# (B)(6) product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer reporting that they were experiencing the lag again and patient stated they need to clear out the data on their handset. Agent walked patient through the steps of clearing the data. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting they need to clear the data again. Patient mentioned they called couple times before to clear the data. Bolus per day was 12. Agent assisted patient with clearing the data and personal therapy manager (ptm) connected to pump very quick. No csa was populated.